Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), gait disturbance ("wobbly"), asthenia ("weak"), migraine ("migraine") and vertigo ("vertigo"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, dizziness, gait disturbance, asthenia, migraine and vertigo outcome was unknown. The reporter considered asthenia, dizziness, gait disturbance, migraine, pelvic pain and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter was added. Case become serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.